Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent. Three additional files have been created to capture the 4 occasions mentioned below. Nurses on at least 3 occasions recently have had difficulty loading the double pigtail stent on to the guide wire and the stents have all kinked at the start of the pigtail curve at a sidehole. These are experienced nurses who have been using these stents for many years so have found it frustrating the stents are kinking and can't be used. They know to slowly move the black sleeve along the pigtail to gently straighten it to advance over the wire. Feedback is they seem more brittle than usual. They are stored away from lights and heat/sun and with good expiries. Just seems to be the zso-7-4 size. One doctor fedback that he got one stent stuck in the scope. It was fine on the wire before being introduced into the biopsy channel but got stuck part way down (not at the bridge). He thinks it might have kinked in the scope, however he did eventually manage to push it out of the scope and placed it in the patient successfully. Additional info received 25-sep-19: ¿the stent which got stuck in the scope had not kinked before being inserted into the biopsy channel ¿ it is difficult to know exactly what happened in this instance. The doctor said he thought it had probably kinked in the scope making it difficult to push down. He uses a sphincterotome to push the 7-4 stents in, normally without incident. The 3 stents reported, kinked while trying to load onto the guidewire.¿

Manufacturer narrative:
1 x zso-7-4 of unknown lot number was not returned to cirl for evaluation. A further 3 complaint files are linked to this investigation. Documents review including IFU review: prior to distribution all zso-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-4 of unknown lot number could not be completed. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ ¿ introduce stent, tapered tip first, and pigtail straightener onto pre-positioned wire guide until straightener reaches second curl. Advance pushing catheter over wire guide to advance pigtail stent into accessory channel.¿ also ¿ advance guiding catheter* and /or pushing catheter in 1-2cm increments until stent is in desired position.¿ there is evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the physician using a sphincterotome to advance the stent. The instructions for use, instructs the user to use a pushing catheter to advance the stent into the accessory channel. This incorrect method of advancement may have contributed to the issues the user encountered when advancing the stent through scope as the top of the tome may have had an undesirable interaction with the stent. As this is not the recommended method of advancement of the stent, this complaint has been viewed as user error. Complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects or additional procedures due to this occurrence, they completed the procedure with the device within the complaint. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up report is being submitted to inform the FDA an investigation is still pending. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent. Three additional files have been created to capture the 4 occasions mentioned below. Nurses on at least 3 occasions recently have had difficulty loading the double pigtail stent on to the guide wire and the stents have all kinked at the start of the pigtail curve at a sidehole. These are experienced nurses who have been using these stents for many years so have found it frustrating the stents are kinking and can't be used. They know to slowly move the black sleeve along the pigtail to gently straighten it to advance over the wire. Feedback is they seem more brittle than usual. They are stored away from lights and heat/sun and with good expiries. Just seems to be the zso-7-4 size. One doctor fedback that he got one stent stuck in the scope. It was fine on the wire before being introduced into the biopsy channel but got stuck part way down (not at the bridge). He thinks it might have kinked in the scope, however he did eventually manage to push it out of the scope and placed it in the patient successfully. Additional info received 25-sep-19: ¿the stent which got stuck in the scope had not kinked before being inserted into the biopsy channel ¿ it is difficult to know exactly what happened in this instance. The doctor said he thought it had probably kinked in the scope making it difficult to push down. He uses a sphincterotome to push the 7-4 stents in, normally without incident. The 3 stents reported, kinked while trying to load onto the guidewire.¿

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent. Three additional files have been created to capture the 4 occasions mentioned below. Nurses on at least 3 occasions recently have had difficulty loading the double pigtail stent on to the guide wire and the stents have all kinked at the start of the pigtail curve at a sidehole. These are experienced nurses who have been using these stents for many years so have found it frustrating the stents are kinking and can't be used. They know to slowly move the black sleeve along the pigtail to gently straighten it to advance over the wire. Feedback is they seem more brittle than usual. They are stored away from lights and heat/sun and with good expiries. Just seems to be the zso-7-4 size. One doctor fedback that he got one stent stuck in the scope. It was fine on the wire before being introduced into the biopsy channel but got stuck part way down (not at the bridge). He thinks it might have kinked in the scope, however he did eventually manage to push it out of the scope and placed it in the patient successfully. Additional info received 25-sep-19: ¿the stent which got stuck in the scope had not kinked before being inserted into the biopsy channel ¿ it is difficult to know exactly what happened in this instance. The doctor said he thought it had probably kinked in the scope making it difficult to push down. He uses a sphincterotome to push the 7-4 stents in, normally without incident. The 3 stents reported, kinked while trying to load onto the guidewire.¿